Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2014, 6943-65 lead, implanted: (B)(6) 2011, hm342r33h valve, implanted (B)(6) 2001.

Event description:
It was reported that the left ventricular (lv) lead dislodged a few centimeters resulting in high thresholds. It was noted that the patient was sleeping with the arm raised above the head. The patient was given a sling as a reminder to not raise the arm. The lv lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.